Event description:
We have used dexcom g6 with tandem pump in a closed loop system. Dexcom g6 states that it will give accurate blood sugar readings after a 2 hour warm up. But in truth, it takes about 24 hours for accurate readings. This now affects the pump it is paired with because the pump automatically gives or withholds insulin to the patient based on the blood sugar numbers it receives from the dexcom. Unfortunately, because dexcom is not accurate after 2 hours (more like 24), it causes bad management for patients every 10 days, as the sensor needs to be changed every 10 days. Despite repeated complaints of this to dexcom and to our pump supplier, dexcom has not addressed this issue, and their only response is that "they have a new version coming out which will be better." We have heard that before, when they released the g6, they claimed this problem would be resolved from the previous version, the g5. But this problem of a long lag of accuracy was not improved with the newer model. As a parent of a patient, I want to know why the FDA allows dexcom to falsely advertise that finger sticks will not be necessary because their product is accurate after a two hour warm up. I can prove with the dexcom data and our blood sugar finger stick readings that this accuracy is invalid. This incident is constant every 10 days for the past 10 months. The above information is just one example of a continuing problem. The dexcom g6 sensor, after being administered 12 hours before, was still 48% inaccurate. It is advertised as accurate within a 20% range after only 2 hours. FDA safety report ID# (B)(4).